Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due excessive force used during drilling and/or the devices coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-dec-2025, a sales representative reported via email that during a procedure involving the ar-1788j-cp internalbrace implant system, the tip of the cannulated drill and the tip of the k-wire broke off inside the bone while drilling. The surgical team experienced difficulty removing the broken pieces. Additional information was requested on 19-dec-2025.